Event description:
I am a user of an animas vibe insulin pump. Animas exited the market and left medtronic to send pts supplies until their pump warranties expire. On (B)(6) 2018, my pump failed to turn on during a battery change. Then again, on (B)(6) 2018, my replacement pump simply stopped responding without alarming. When I called to request yet another replacement, medtronic admitted that the replacements commonly fail suddenly, although they are "refurbished and have passed safety checks". Had my pump stopped delivering insulin while I was asleep, with no alarming. I could have died. I'm concerned that this will continue to occur until my insurance will cover a new pump for me in (B)(6) 2019. Switching from a pump to multiple daily injections is potentially dangerous when it happens so unexpectedly and particularly when it is due to device failure.

Event description:
Add'l info received from reporter on (B)(6) 2018 for mw5081198. Please note: this is a f/u to a medwatch device report submitted on 11/17/2018 under the same name. When I received my refurbished animas vibe insulin pump on (B)(6) 2018, the pump still did not even turn on when I inserted the battery. I reported this problem again to medtronic and requested to speak to a supv about this major safety concern. As of this report submission, I have still not received a call from a medtronic supv. I am extremely concerned that, although animas left the insulin pump market and pts with type 1 diabetes with an animas pump under warranty until september 2019 are received customer support from medtronic, that medtronic is knowingly sending people with type 1 diabetes insulin pumps that they know do not function. The most basic safety check for an insulin pump is whether it turns on when a battery is inserted. Medtronic is sending me a fourth refurbished animas pump, but I now have no trust that it will work, or that will work through april, when my warranty expires, without another failure. This is a life-threatening situation, not only for myself but for the thousands of animas pump users still under warranty. I am now using multiple daily insulin injections (mdi), but switching back and forth between mdis and an insulin pump carries risks of hypo and hyperglycemia. Medtronic should either send insulin pumps that it knows will actually function to pts who rely on them, or it should transfer all animas pump users to different insulin pumps before their warranties expire.